Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion blood was found in the catheter. The iab was replaced. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) insertion blood was found in the catheter. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The one-way valve was returned separately. The insertion kit was also returned unopened. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was found on the catheter tubing approximately 59.2cm from the iab tip. The evaluation confirms the reported leak, blood in tubing problem. The penetration found in the catheter tubing appears to have been caused by a sharp object. We are unable to determine when the penetration may have occurred; it is likely that it caused the reported blood in tubing. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).